Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 5 days post-operative from robotic laparoscopic low anterior resection, poor staple formation was noted. The staple line looked like a p as opposed to a b on the outermost row where the post-op leak occurred. Oversewing was performed to fix the staple line.